Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 575 mg/dl, which he treated with an insulin pump bolus. No symptoms of hyperglycemia were mentioned. The customer did not troubleshoot the hyperglycemia. No products were returned or replaced.